Event description:
It is reported that a female was admitted for right reverse total shoulder replacement. When ortho md was preparing the shoulder implant with the shoulder implant impactor, the tip broke off in the implant. The surgeon left the tip in place - within the implant - and continued on with the procedure. The threaded end of the shoulder implant impactor measures approx. 3 cm x 0.5 cm.

Manufacturer narrative:
Info was rec'd from a user facility who is not required to complete form 3500a. This report will be amended when our investigation is complete.